Event description:
The doctor reported the burr came out of the handpiece during a dental procedure and the pt swallowed the burr. The pt went to the hosp for an x-ray, which confirmed that the burr was in the pt's intestine. The pt passed the burr without incident.